Event description:
This report has been updated from a serious injury to a non adverse event as additional information received clarified there was no patient involvement. A customer reported that the defibrillator would not discharge. There was no patient involvement. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018. The customer was aware of the end of life terms. The device remains with the customer. No conclusion can be drawn.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the defibrillator would not discharge while in use on a patient. This event will be processed as a serious injury because a serious injury or adverse event has not been ruled out. Additional information has been requested.